Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #check spelling: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous (avg) graft. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 25 atmospheres for 1 minutes. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.